Event description:
It was reported by the customer that a pyxis medstation es system had experienced a read, write, or invalid smart cubie memory failure in the half-height drawers. Additionally, it was reported that following a hard reboot, either the problem was rectified or it led to malfunctions in other drawers. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station encountered a read, write, or invalid smart cubie memory failure due to the faulty cubies. A technical support specialist confirmed that the issue was resolved by replacing the faulty cubies with new ones. The system functioned as intended after the technical support specialist troubleshot the device.